Event description:
Additional information received reported that the patient¿s stimulation had been off for five weeks but he still felt stimulation from hips to toes. The neurologist told the patient the stimulation ¿loosened crystals in the inner ear¿ and "caused the equilibrium to be off." The manufacturer representative confirmed that stimulation was off at and cleared all programming out of the implantable neurostimulator (ins). The patient received new ¿rx¿ 2014-09-23 and would follow-up with the manufacturer representative in a couple of weeks. No outcome was reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) stimulated the patient from ¿head to toes.¿ it was noted that the location was the ¿whole body.¿ it was noted that the neurologist told the patient his recent vertigo attack was caused from using the ins while lying down. The patient was instructed to no longer use the ins while lying down. The patient also stated, he had the ins off for 14 days and still felt stimulation in the legs. During reprogramming the patient stated stimulation was in the feet even while turned off. It was noted that there was overstimulation. It was also noted that stimulation was unable to be adjusted. It was noted that the event occurred during normal use. Actions required as a result of the event included reprogramming. Diagnostic testing or troubleshooting included impedance testing and reprogramming. The issue was not resolved. The cause of issue was not determined. The product status of the implantable neurostimulator (ins) and lead was implanted and remains in service. The patient¿s status at the time of this report was alive with no injury. It was later reported that it was unknown if there was a 50% or greater symptom reduction. The component involved with the issue was unknown. It was noted that impedances were all within normal limits. There was no additional troubleshooting done to provide insight to the issue. The cause of the event was unknown. It was unknown if the patient was receiving effective therapy and/or how the patient was doing as of 2014 (B)(6). Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
The previously reported evaluation code-results code has been updated: no longer applies to the event.

Event description:
Additional information received from the patient confirmed that the device was removed (¿sometime in 2014 or 2015) because it was not working correctly.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information received reported that it was unknown if there was a 50 percent or greater symptom reduction. The cause of the event was not determined. The cause of the event was not device related and it was unknown if reprogramming was required. The patient was seen on (B)(6) 2014. The device was wiped and shut off. It was unknown if any troubleshooting, interventions, or other actions were required. The patient had not recovered, symptoms/issues were ongoing.